Event description:
It was reported that an ilet user experienced recurrent nocturnal low blood glucose, with a documented nadir of 40 mg/dl followed by rebound highs up to 319 mg/dl and received education on appropriate oral glucose treatment using the 15/15 rule, indicating a usage issue rather than a device malfunction. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included serious injury and the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreatment of hypoglycemia, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.